Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal for peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced peritonitis. The patient was admitted to the hospital (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11k04031 and h11j14115 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.